Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During fco-81 at the manufacturer's service center, the trilogy ev300 device failed the pre-testing active exhalation verification; pilot: reading. The technician determined the device needed a new 3-way solenoid valve and (aecm) proportional valve, by running the system setup diagnostic test. The device's active exhalation control module and 3-way solenoid valves were replaced to address the issue. A final test was done to confirm the problem was resolved. The unit passed the ¿final test¿.